Event description:
It was reported that during a total knee procedure, while making a femoral cut, that the blade broke. It was further reported that the doctor was unable to remove the broken piece from the pt. It was reported that the broken piece was visible on an x-ray taken of the pt. It was reported that the surgeon thought that the location of the broken piece was not harmful to the pt but could potentially damage the prosthesis.

Manufacturer narrative:
Device not available for evaluation as it was discarded at the hosp.